Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned the phenomenon could not be reproduced. As a result, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not returned to olympus but is expected to return. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, no image and the screen flashes on the camera head. This event was found during reprocessing. The procedure was completed with a similar device. There was no delay in the intended procedure. The name of the intended procedure is unknown. The issue occurred occasionally. There were no reports of patient harm.